Event description:
The user's hearing performance with the device started to become poorer in 2017, after which adjustments were made and the user reported an improvement. Performance fluctuated and by the end of 2018 the user reported a major worsening. The recipient has no more hearing sensation with the device. A head trauma in 2018 is suspected. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device started to become poorer in 2017, after which adjustments were made and the user reported an improvement. Performance fluctuated and by the end of 2018 the user reported a major worsening. The recipient has no more hearing sensation with the device.